Manufacturer narrative:
The device has not been received by the manufacturer for evaluation. A lot history review (lhr) of recv3741 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (recv3741) have been reported from one china facility. The previous complaint evaluation for this lot number (recv3741) is: inconclusive as no sample was returned for evaluation. (Reference: MDR number (B)(4)).

Event description:
Chemotherapy treatment in accordance with the doctor's instructions on (B)(6) 2020 at 12:05 to the right upper arm elbow is in the middle of the venous PICC central intravenous tube operation, the course of operation is smooth, the depth of the tube 48cm, the arm circumference 23.5cm, no seepage, seepage, has been pressurized enstyping. At 1505 hours the patient complained of pain next to the puncture point, the body can be seen next to the puncture point red and swollen, the retest arm circumference 24cm. Take measures: according to the doctor's instructions to magnesium sulfate wet and elastic bandage pressurized bandage, (B)(6) cha b super prompt punctured right upper limb elbow is in the middle of the vein thrombosis, right upper limb veins did not see abnormalities, right forearm sub surgery soft tissue edema, low molecular heparin calcium anticoagulant treatment. The patient developed fever and a body temperature of 38degrees c, and was treated for anti-infection of lox fluorosa. (B)(6) puncture point around the skin redness, skin temperature rise, pressure pain is obvious, arm circumference 27cm, puncture point 10cm below see 2 0.5cm x 0.3cm, 0.5cm x 0.4cm size blisters, a broken, has been treated with maokang iodine disinfection, double lower limbs without puffiness, remove PICC tube. On (B)(6), there was still redness and swelling pain in the upper right limb, and the blood vessel b was reviewed for super-unseemly thrombosis, and left oxyfluorosa star was deactivated and changed to vancomycin antictic bacteria treatment. On (B)(6), the patient still had fever and swelling in his upper right limb, which was diverted to the treatment of lynamin anticoccal infection.